Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer was advised that the patient sadly passed away. There is no allegation that the device contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information regarding a dreamstation auto CPAP. The manufacturer was advised that the patient sadly passed away. There is no allegation that the device contributed to the patient's death. The device was returned to the manufacturer. During evaluation of the device, an error code for the pca (printed circuit assembly) for replacement and testing was observed. The pca was replaced as per the service manual. The device passed full testing and was returned to the loan pool. Update: section d: device serviced by 3rdp? No. Device avail. For eval? Yes. Date returned: updated. Section h: device avail. For eval? Yes. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.